Manufacturer narrative:
Two sets were used which leaked. One set was discarded. One set was sent for investigation. The customer¿s report of a filter leak was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking while the tubing was manipulated at each engagement. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that two small 0.2 micron filter set leaks occurred during a patient¿s infusion with unknown medications. One set was sequestered. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. The hospital biomed team conducted inspection and testing of the set. No specific event details or results of the biomed testing were provided.